Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by loose upper latch switch bracket screws. The upper auxiliary assembly which contains the screws, was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.